Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter could not be removed. The patient was taken to the operating room so the catheter could be cut and removed by the doctor. Upon removal, it was found that cuffing had occurred around the balloon.